Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bioid) not worked. The field service engineer (fse) reseated the bioid cable and reinstalled the necessary drivers, restoring proper device recognition and normal bioid functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was not working. The customer attempted to restart the system to resolve the issue; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.